Event description:
The customer reported via phone call that the insulin pump alarmed calibration error twice in one day and change sensor. Customer's blood glucose level was 400 mg/dl. The customer underestimated a bolus he delivered. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Unable to confirm needle complaint since customer did not return insertion needle only sensor. (B)(4).